Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the up arrow button was not working. Customer was attempting to bolus. The numbers kept ramping and customer was unable to stop it. The device was not dropped, bumped, or exposed to the moisture. Customer's blood glucose was 18mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. Unit had cracked case at display window corner and cracked reservoir tube lip. No unexpected numbers ramping during testing.